Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. The customer¿s blood glucose (bg) level was displayed as ¿low¿; specific value was not provided and approximately over 40 mg/dl. Cause was not known. Reportedly the customer was twitching and shaking due to bg level. Customer consumed carbohydrates and customers spouse provided juice to address bg's. Recommendation was made to consult with a healthcare provider regarding diabetes management.